Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a 60mm abdominal aortic aneurysm was treated using the stent graft etlw1628c124ee endur ii limb during the index procedure. The delivery device was unpacked normally and no issues were observed. The guide wire lumen was flushednormally. However, prior to entering the body, repeated attempts to pass the delivery device through a 0.038" guide wire were unsuccessful. The device was not inserted into the patient's body. For patient safety, the surgeon recommended replacing the product with a new one of the same model, which was successfully implanted. No patient complications have been reported as a result of this event.